Event description:
The patient suffered from significant bleeding at the pacemaker pocket during implantation. A small hematoma, which then led to anemia, appeared the next day. The patient was hospitalized and a compression bandage applied. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.